Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported thrombus could not conclusively be established through this evaluation. Additionally, review of the submitted log files confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. Thee account submitted log files for review. The system controller event log file contains data from 11sep2018 at 9:29:42 through 03oct2018 at 9:44:54. A low flow event was captured from 02oct2018 at 22:31:25 through 02oct2018 22:32:11. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. The events lasted over 10 seconds, and a low flow alarm was flagged. Additionally, transient pi events were also observed, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The account communicated that the patient presented to the emergency department (ed) on (B)(6) 2018 due to the implantable cardioverter-defibrillator (ICD) shocks. According to the account, the patient was found to have had multiple episodes of ventricular tachycardia (vt) and was admitted for monitoring and further management. Laboratory test on admission revealed elevated troponin levels, elevated ldh, and elevated ast/alt with an increased concern for pump thrombosis. The patient experienced an additional episode of vt that resulted in an additional ICD shock. The patient was taken to the catheterization lab where extensive thrombus in the left main coronary artery and left anterior descending coronary artery that was removed via thrombectomy. According to the account, the patient also suffered a left thalamus stroke on (B)(6) 2018 which fully resolved to baseline, and the patient was discharged home. The patient remains ongoing on heartmate 3 lvas and no additional complaints have been reported at this time. The heartmate 3 lvas IFU lists peripheral thromboembolic events, hemolysis, and stroke as adverse events that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range. The IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 8 months and 29 days. The device remains implanted and the patient remains ongoing on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented to the emergency department (ed) due to the implantable cardioverter-defibrillator (ICD) shocks. The patient was found to have had multiple episodes of ventricular tachycardia (vt) and was admitted for monitoring and further management. Laboratory test results showed elevated troponin levels (21,210 ng/ml, high sensitivity assay), lactate dehydrogenase (ldh) of approximately 1972 u/l, elevated ast/alt and there was an increased concern for pump thrombosis. The patient experienced an additional episode of vt that resulted in an additional ICD shock. A cardiac catheterization found extensive thrombus in left main coronary artery and left anterior descending coronary artery that was removed via thrombectomy. No further information was provided.

Event description:
Additional information received indicated that there was no equipment exchanged. The patient received a thrombectomy in the lab. The patient suffered a left thalamus stroke on (B)(6) 2018, and fully resolved to baseline. The patient was discharged home on the same device.